Event description:
On (B)(6) 2012, it was reported that the patient's infusion device worked properly after breakfast, but when trying to bolus after lunch, he found that his infusion device was "dead." The patient changed the battery, but the device did not turn back on. The infusion device did not provide an alert or error message before it shut down. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.